Manufacturer narrative:
B3: date of event - selected as (B)(6) 2026, as the event date is unknown. D4: primary UDI number - left blank as the UDI number is unknown. E1: initial reporter phone - (B)(6). The suspect product was returned for evaluation. Visual inspection was performed and was confirmed that there were no anomalies noted. The service history review was performed, and it was confirmed that there was no previous repair noted. The allegation made by the complainant was confirmed during performance testing. The reported event was due to an incorrect positive end expiratory pressure (peep) setting and artificial lung use causing misleading oxygen readings, while tidal volume variation was due to inherent device design. However, the probable root cause was unable to be determined.

Event description:
It was reported that the oxygen concentration and ventilation volume fluctuated in a ventilator. The event occurred during patient use. However, there was no patient harm occurred.